Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the nasoenteral probe has a leak where the bifurcation cap it is connected to the syringe. Nutrition is leaking during flush and medication administration. There was no patient harm.